Event description:
It was reported that during insertion of the iab, the balloon unwrapped and it was impossible to pass the iab through the introducer sheath. Because of this, the iab was removed and replaced. There were no pt complications.